Manufacturer narrative:
Replaced worn bearings and rotor assembly.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.